Event description:
It was reported that during a da vinci hernia repair procedure, the fenestrated bipolar forceps instrument failed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. There were no reports of fragment(s) falling into the patient. On (B)(6) 2015, intuitive surgical, inc. (Isi) obtained following additional information about the reported complaint: the instrument failed, and the tip would not close/move. The surgeon was dissecting at the time when the instrument failed. According to the customer, surgeon does not know the cause of the failure. Procedure was completed successfully by replacing the instrument. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations found a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.